Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door switch was faulty. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. No hardware components were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: bi71000166. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the pendant displayed the gantry door of the imaging system was open when the door was closed. It was reported that pressure was applied to both sides of the gantry door but the reported issue was not resolved. The imaging system was rebooted as well without resolution. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.